Manufacturer narrative:
(B)(4).the device history records were reviewed and the manufacturing criteria were met prior to the release of this lot/batch.attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that during an unknown procedure the top part of the jaw on the enseal instrument broke off and fell into the patient. The broken jaw piece was retrieved and a second like instrument was used to complete the procedure. There was no change in the plan of care for the patient. There were no patient consequences reported.

Manufacturer narrative:
(B)(4). Batch # n92j0g. The device was returned with the upper jaw detached returned. In addition, the I-blade upper tip was broken and lifted. The device was connected to the generator and it was recognized. Because the jaw was detached not all functional testing could be performed with the generator. Due to the condition of the device, we are unable to investigate further the replace instrument alert screen. A probable cause of the damage to the jaw could be not allowing thick and fibrous tissues to denature prior to I-blade advancement. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Manufacturer narrative:
(B)(4). This correction is being submitted to correct the sequential numbering for the follow up reports. Follow up report # 2 submitted should have been submitted as follow up report # 1.